Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve separation occurred. After sterile packaging was opened, and before use on the patient, the hemostatic valve was dislodged into the hub. It was reported that the event occurred when they tried to insert the introducer into the sheath. The valve was not dislodged outside of the hub and the brim cap/hub did not detach from the sheath. The issue was resolved by replacing the vizigo sheath to another new one. There was no patient consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002616 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).